Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they are experiencing "wheezing, headaches, weight gain, shortness of breath and swelling in legs, calf, hands etc." The patient further reported that they were not feeling well for two to three weeks and experienced extreme fatigue. The patient further reported that there was "something wrong" with their leadless implantable pulse generator (ipg). The patient also reported that their leadless ipg was adjusted and they felt back to normal afterwards. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.